Manufacturer narrative:
The lack of adhesive to secure the mask properly would prevent the patient from receiving proper oxygen levels during delivery. This could cause the patient to desaturate or become hypoxic.

Event description:
Adhesive on mask not secured properly.

Event description:
Adhesive on mask not secured properly.

Manufacturer narrative:
The lack of adhesive to secure the mask properly would prevent the patient from receiving proper oxygen levels during delivery. This could cause the patient to desaturate or become hypoxic. The complaint was confirmed with the customer's photo. Reviewed complaint history for the 24 months preceding the complaint reporting date. Inspected inventory of this part and found no non-conformances. Reviewed the DHR and found no anomalies or causes for nc.(B)(4). Sent resolution to the customer.